Event description:
The customer reported they noticed a strong burning odor emanating from their lh750 instrument and powered off the instrument until it could be serviced. There were no reports of exposure or injury due to the odor and no need to use a fire extinguisher. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the power cord from the wall outlet to the ups (uninterrupted power supply) appeared overheated where it connects to the ups causing the burning odor. The power cord from the lh750 to the ups was not compromised and the fse plugged the lh750 directly into the wall outlet without further incident. The lh750 system powered up normally and was verified. The customer has removed the old ups from the lab for proper disposal and their biomedical department has ordered a replacement ups. (B)(4).